Event description:
It was reported that the pt received a durom hip generic on the left side in 2008 (exact date unk) and is being monitored due to loosening and fluid collection. Pt stated hip stiffness.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available and / or the device (s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).